Event description:
It was reported that the shock impedance of the subcutaneous implantable cardioverter defibrillator (s-ICD) had risen gradually since implant, from 100 ohms to 205 ohms. X-ray revealed that the electrode was in a far-left position and the s-ICD was sitting on the ribs. Additional defibrillation threshold (dft) testing was performed and neither the standard nor reverse polarity 80 joule shock converted the induced arrhythmia. Technical services discussed the possibility of calcification on the electrode. The physician planned to do a revision and was considering capping and replacing the electrode in a better position. It was noted that the patient had gained approximately 10-15 lbs since implant. The s-ICD system remains in service. Additional information received indicated that the electrode was replaced without complication and subsequently discarded by the facility. The date of replacement was not specified.

Event description:
It was reported that the shock impedance of the subcutaneous implantable cardioverter defibrillator (s-ICD) had risen gradually since implant, from 100 ohms to 205 ohms. X-ray revealed that the electrode was in a far-left position and the s-ICD was sitting on the ribs. Additional defibrillation threshold (dft) testing was performed and neither the standard nor reverse polarity 80 joule shock converted the induced arrhythmia. Technical services discussed the possibility of calcification on the electrode. The physician planned to revise the lead and was considering capping and replacing the electrode in a better position. It was noted that the patient had gained approximately 10-15 lbs since implant. The s-ICD system remains in service.